Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: the electrode tip may remain hot enough to cause burns after current has been de-activated. The user is also advised that localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode, or by the active accessory being in close proximity to the conductive object. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp1020, 20/ca plumepen elite (s), was being used during a spine case procedure on (B)(6) 2023 when it was reported, ¿once dr. (B)(6) was done with bovie, he placed it on the drape after use. The bovie tip burned the drape. Team changed the tip after this happened.¿. There was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed with an alternate device with no report of any delay time. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the plp1020, 20/ca plumepen elite (s), was being used during a spine case procedure on (B)(6) 2023 when it was reported, ¿once dr. (B)(6) was done with bovie, he placed it on the drape after use. The bovie tip burned the drape. Team changed the tip after this happened.¿. There was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed with an alternate device with no report of any delay time. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.